Event description:
It was reported the clinician in anesthesia was placing the ra-04020 catheter from the ask-04020-ur kit using an extra .025 spring wire guide .64mm x 13 1/8" with a straight soft tip on both ends into the radial artery. When it came time to remove the wire and leave the catheter in place, it was observed that the guide wire was unraveled. The wire was intact upon removal. As a result, a second kit was opened and was placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.